Event description:
Caller reported an issue where the insulin gauge displayed a different amount than expected, specifically showing 14 units instead of the expected 92 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on removing air from the cartridge before filling it and guided the caller through the process of filling and loading a new cartridge. The caller decided to monitor the situation and follow up if necessary.